Event description:
A report was received that a pt's precision system was explanted due to infection.

Manufacturer narrative:
The explanted devices were discarded, and will not be returned for evaluation.